Event description:
During an ablation case to treat atrial fibrillation (af) an intellanav mifi open-irrigated catheter was selected for use. The proximal end of the handle had fluid leaking from it and an error message indicating high temperature appeared. Damage to the luer was also noted. The catheter was replaced and the procedure was completed. No patient complications were reported. The catheter is expected to be returned for analysis.

Event description:
During an ablation case to treat atrial fibrillation (af) an intellanav mifi open-irrigated catheter was selected for use. The proximal end of the handle had fluid leaking from it and an error message indicating high temperature appeared. Damage to the luer was also noted. The catheter was replaced and the procedure was completed. No patient complications were reported. The catheter has been returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.